Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined and leak tested. Testing of the first cylinder found a leak consistent with explant damage. The cylinder had a worn fold in the middle/proximal end of the cylinder body and a hole in the outer tube from wear. The second cylinder had a worn fold in the middle/proximal end of the cylinder body. The second cylinder kink resistant tubing (krt) was worn down to the filament, but no leaks were identified. The pump was visually and microscopically examined. Microscopic examination identified the pump krt was worn to the filament, but no leaks were found. During functional testing, the pump did not pass deflation testing. Based on the analysis results of the device, the reported event is confirmed. The reported clinical observations were most likely due to the pump issue identified during analysis.

Event description:
It was reported that patient contacted the physician for education due to his inflatable penile prothesis (ipp) implant becoming difficult to inflate and deflate. As this did not solve the difficulties to inflate and deflate, the patient underwent an ipp revision surgery, where physician removed the previous implant. There were no patient complications.

Event description:
It was reported that patient contacted the physician for education due to his inflatable penile prothesis (ipp) implant becoming difficult to inflate and deflate. As this did not solve the difficulties to inflate and deflate, the patient underwent an ipp revision surgery, where physician removed the previous implant. There were no patient complications.